Manufacturer narrative:
The device was not received for evaluation.

Event description:
It was reported that during a surgical procedure expired navigation pins were used to fixate a tracker. The pins were removed and the pin placement site was irrigated with antibiotic fluid. The procedure was completed successfully without a clinically significant delay. No adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure expired navigation pins were used to fixate a tracker. The pins were removed and the pin placement site was irrigated with antibiotic fluid. The procedure was completed successfully without a clinically significant delay. No adverse consequences were reported with this event.